Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported by the customer that their insulin pump's keypad was unresponsive to user inputs. Customer stated they changed the batteries in the device but that it did not resolve the issue. Customer stated they did not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 169 mg/dl at time of reporting. Nothing further reported.